Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: lumbosacral osteomyelitis after robot-assisted total laparoscopic hysterectomy and sacral colpopexy. The authors reported a case of a patient who failed a total vaginal mesh procedure and underwent robotic-assisted total laparoscopic hysterectomy with sacral colpopexy causing an abscess within the sacrum and the vagina. A (B)(6)-year-old nulliparous female underwent anterior and posterior pelvic floor prolift mesh placement. Several months post-operatively, the patient had recurrent uterovaginal prolapse and a robot-assisted total laparoscopic hysterectomy with bilateral salpingooophorectomy, followed by transvaginal mesh excision and robot-assisted sacral colpopexy using gynemesh ps mesh were made. Four months after, the patient was presented to the hospital with osteomyelitis and epidural abscess at the 5th lumbar and 1st sacral vertebrae. An open ventral approach for debridement showed purulent mesh. The mesh was found to be attached at the junction of l5/s1 to erythematous, friable tissue with minimal scarring. The mesh was removed in its entirety, along with two stitches of braided polyester permanent suture. Other treatment included antibiotic therapy. It was concluded that patients with back pain and vaginal drainage following sacral colpopexy by any route should be evaluated with a high level of suspicion for osteomyelitis. Pelvic surgeons should counsel their patients regarding the risks of these procedures.